Event description:
The customer reported that the system failed to boot up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cables and connecters were reseated during the service call. The 5 volt power supply was evaluated. The system was tested and found to be working as intended and put back into service.